Event description:
The customer contacted stryker to report that a non-critical issue with their device. Upon further evaluation of the customer's device, stryker observed only the power button on the device's main keypad buttons was functioning. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's printer keypad to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use. Physical damage to the 12-lead button was determined to be the cause of the reported issue.